Event description:
It was reported that allegedly, the head section dropped slightly during surgery. No injury was reported and the surgery was completed without incident.

Manufacturer narrative:
A stryker service technician evaluated the unit, inspecting all functionality of the head piece, and the reported condition could not be duplicated.